Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 2/5 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The patient stated a supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2 of 5. (B)(4) had the patient close all the clamps and transfer set to cycle power twice, clearing the error. (B)(4) explained the error indicated a large amount of air had entered into the disposable set. The patient stated a supply bag fell and disconnected. (B)(4) advised the patient to discard the supplies and report the error to their dialysis nurse the next morning. The patient elected to complete therapy manually. No injury or medical intervention was reported.